Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. This high out of range pacing impedance measurement triggered a lead safety switch and was switched to unipolar configuration. Additional information provided the patient was called for an outpatient check. Data reviewed was normal and the patient was not symptomatic. Patient will continue to be monitored. No other actions were taken at this time. Additional information provided this rv lead was suspected to be fractured. Slight movement resulted in high out of range pacing impedance measurements. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. This high out of range pacing impedance measurement triggered a lead safety switch and was switched to unipolar configuration. Additional information provided the patient was called for an outpatient check. Data reviewed was normal and the patient was not symptomatic. Patient will continue to be monitored. No other actions were taken at this time. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. This high out of range pacing impedance measurement triggered a lead safety switch and was switched to unipolar configuration. Additional information was requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.